Manufacturer narrative:
Evaluation codes: results: (other) - a visual inspection of the returned product shows a portion of the optic is torn off and missing. There is one haptic torn off and the other haptic is bent. There is clear surgical residue on the lens. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting an aspheric collamer lens model cq2015a and the lens tore. The reporter stated the surgeon removed the lens with no patient injury.